Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered one shock. Technical services (ts) was consulted to determine if it was due to a supraventricular tachycardia (svt) or a ventricular tachycardia (vt). Ts reviewed and discussed stored data as well as programming options. Ts discussed there was t-wave oversensing so the shock was inappropriate, but that the rhythms morphology was possibly for a ventricular tachycardia (vt). This device remains in service. No additional adverse patient effects were reported.